Manufacturer narrative:
No test methods have been performed ((B)(4)) as the product performed in accordance to specifications ((B)(4)) and the device was used in accordance with labeled indications ((B)(4)). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as a MDR since the patient reported an anaphylactic episode and the invisalign system aligners were being used at that time.

Event description:
The patient reported symptoms of anaphylactic episode, difficulty breathing, low blood pressure, ulcers and blisters in the mouth, headaches, burning sensation in the mouth, sore lips, gums and tongue, swollen lymph nodes, cuts in the oral cavity, rash in the mouth and swollen lips, gums and face. The patient reported visiting a general physician to alleviate the reported symptoms. The patient reported being prescribed cortisone (unspecified, anti-inflammatory) and antibiotics (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2017 and is currently getting better. The treating doctor considered the event was serious but not life threatening to the patient.